Event description:
Reference number (B)(4). Event occurred in the united states. On 7th and 9th sep 2024, patient reported broken click leg(s) in needle hub resulting in leakage issues. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.